Event description:
It was reported that loss of aspiration occurred. An angiojet console was selected for use. During the procedure, the device was found to have insufficient suction power. The procedure was completed using with the original device. There were no patient complications reported as a result of this event.